Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance. When the patient was seen in clinic, it was noted that the lead also exhibited loss of capture (loc). An echocardiogram was performed. It was noted that everything appeared to be as expected. The physician plans to monitor the patient for now but noted other troubleshooting actions may be done in the future. The lead remains in use. No adverse patient effects were reported.